Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with delivery catheter system (dcs), moderate paravalvular leak (pvl) occurred after the valve was placed. A 24-millimeter (mm) balloon was used for the first post balloon aortic valvuloplasty (bav). The first bav was not successful and a second post bav was performed with a 25-mm z-med ii balloon. The second balloon was retracted without fully deflating, causing the valve to dislodge to the ascending aorta. The dislodgement was confirmed on ultrasound. A second valve was implanted and the dislodged valve was pulled down to the descending aorta by two snares. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).